Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an fusiform abdominal aortic aneurysm. It was reported that after implantation of the contralateral stent graft, a hemorrhage was confirmed outside of the left common iliac artery due to a type IV endoleak and perforation. Angiography showed the same result. Angiographic cone-beam CT (dynact) was performed and a retroperitoneum hematoma was confirmed. Ballooning was performed, angiography confirmed the type IV endoleak (hemorrhage to outside of the left common iliac artery) resolved. After heparin reversal it was again confirmed the type IV endoleak had resolved and the procedure was completed. The patient will be monitored. No clinical sequelae were reported.

Event description:
The physician does not know the cause of the vessel perforation but thinks it is related to the endurant ii device.

Event description:
A review of returned angio images during implant revealed that the patient had a moderately angulated proximal neck. The proximal neck flow lumen diameter just below the renals was approximately 20mm (l-r). No pre-implant imaging of the aaa or access vessels were seen. From the right side the bifurcate was positioned and deployed just below the renals. The ipsi limb was deployed down to the contra gate. From the left side a wire was seen cannulated into the gate, and the contra limb was deployed into the gate and placed into the left common iliac artery. The ipsi limb was then completely deployed into the right iliac. Ballooning was performed within the aortic body (including above the bifurcate stent graft fabric) and within the full length of both limbs; nothing else unusual was seen during ballooning. Angio injection showed a likely type IV blush near the mid-length of the contra limb; near the level of the 4th stent up from the distal end of the contra limb where the limb appears slightly expanded (from 17 to 24mm diameter). It could not be confirmed if the contrast observed outside the contra limb was within the aaa or outside the iliac artery. Final angio showed resolution of the endoleak. The exact cause of the type IV endoleak could not be determined; likely due to heparinization during the procedure. The cause of the reported vessel perforation is also unknown. No images showing the wire or the device tracking up the left side were returned and the vessel anatomy could not be assessed. This perforation may have been procedure or anatomy related.

Manufacturer narrative:
(B)(4).